Event description:
It was reported surgical intervention may be undertaken due to the ipg flipping in the pocket. There was no loss of communication or stimulation. F/u revealed the pt lost weight. The ipg pocket was revised on (B)(6) 2013. No product was removed or replaced during the procedure.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.